Event description:
Information received indicates the head hi/low function is drifting down over night.

Manufacturer narrative:
The technician isolated the issue to the head hi/low up and down valves. He replaced the valves to repair the bed.